Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager had failed to recover and it was not recognizing that refrigerator was opened or closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager had failed to recover and it was not recognizing that refrigerator was opened or closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failed and cannot be recovered. A field service engineer arrived and found the station was up and running with all drawers and doors closed, but a failure icon was present. The fse then replaced the micro switches on the latches and the srm board. The customer signed in and successfully inventoried medications. The station operated normally following the repair. The system functioned as intended after the field service engineer repaired the device.